Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13039. It was reported that both the right atrial and right ventricular leads exhibited an insulation anomaly. The leads were capped and replaced on (B)(6) 2019.

Event description:
New information received stated that the insulation damage on both leads was near the header. There was no allegation of malfunction on the leads as all values were tested normal. Patient condition was stable.